Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The hp stated there was an unused supply line clamp that was open while in therapy. The technical service representative (tsr) advised the hp that all unused supply lines needed to be closed. The hc was at press go to start. The tsr advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy and to inform the registered nurse (rn) of the system error. The hp would perform capd to complete therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. This issue is being investigated through CAPA.